Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "during the recondition of the bandage of the central catheter, whist removing the bandage (opsite), the distal line cut in two at the level of 2 cm from the entry point. The line was immediately clamped and another bandage was applied. There was a bleeding because of the back flow but no need of blood transfusion. There was no clinical consequence for the patient. The staff made the decision not to change the catheter but monitoring closely to avoid any infectious risk. The catheter was inserted 2 days before the incident."

Event description:
The complaint is reported as: "during the recondition of the bandage of the central catheter, whist removing the bandage (opsite), the distal line cut in two at the level of 2 cm from the entry point. The line was immediatly clamped and another bandage was applied. There was a bleeding because of the back flow but no need of blood transfusion. There was no clinical consequence for the patient. The staff made the decision not to change the catheter but monitoring closely to avoid any infectious risk. The catheter was inserted 2 days before the incident."

Manufacturer narrative:
(B0(4). The actual device was not returned; however, the customer supplied one generic photo of a cvc catheter with an arrow pointed at the distal lumen. The customer did not provide a photo of the actual sample, therefore the complaint could not be confirmed. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user , "do not secure, staple and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.